Event description:
Upon a recent routine visit by our sales rep, we were made aware of a therapeutic hydrothermal ablation procedure performed about three months ago, which required additional intervention. The physician indicated that two days post procedure, the pt was still experiencing menorrhagia. The pt required medical attention at another facility and a hysterectomy was performed as an alternative treatment. No additonal details are available at this time.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.